Manufacturer narrative:
Investigation is ongoing.

Event description:
During valve deployment of a 26mm sapien 3 valve in the aortic position by subclavian/axlillary approach, the valve was not between the markers resulting in the commander delivery system balloon inflating asymmetrical. The balloon inflated distal then proximal. The valve embolized into the left ventricle. The patient was converted to an open procedure and a surgical valve was placed and removed the embolized thv.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. CT imagery of the patient anatomy was provided and reviewed. The imaging revealed that there was tortuosity in the left subclavian artery, with minimum luminal diameter (mld) of 6.5mm. Calcification was observed in the right subclavian artery. However, based on available information, it is unclear which artery was used for access. The work order information was not provided, the document revisions effective at the time of the complaint event. The inspections and tests described below are representative of the processes that the delivery system would have undergone during manufacturing. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Per procedure, during the balloon pleat, fold and forming process the balloons are 100% visually inspected under 2.85x minimum magnification for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, per procedure, the entire device is 100% visually inspected by both manufacturing and quality for damage or missing components. During product verification (pv) testing per procedure using sample devices are tested. The samples are inspected for physical defects or damage. In addition, fine adjustment verification is performed to verify that valve alignment is functional. The balloon is tested for pushout force. No failures occurred during product verification testing and the lot was released. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. A device history review (DHR) and a lot history could not be performed as the work order number was not provided. A review of the complaint history from january 2017 to december 2018 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for all the trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the unavailability of the device and relevant imagery, the complaint ¿delivery system difficulty with valve alignment¿ was unable to be confirmed. Since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of the complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manual revealed no deficiencies. It is possible that patient/procedural factors contributed to the valve alignment difficulty. As noted during the imagery review, the access vessels were tortuous and/or calcified. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high valve alignment forces. The complaint was unable to be confirmed. Available information suggests that patient/procedural factors (valve alignment in a non-straight section; tortuous anatomy) may have contributed to the reported event. However, based on available information, a definite root cause cannot be determined at this time. No product non-conformances or no labeling or IFU/training inadequacies were identified, and the trend category does not exceed december 2018 control limits. As such, neither a product risk assessment (pra) nor corrective actions were required.

Manufacturer narrative:
Reference mfg. Report no. 2015691-2019-00507.